Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received two inappropriate shocks due to slow ventricular tachycardia (vt) double-counting. The physician elected to change the programmed sensing vector, extend the therapy zones, and extend the smartcharge feature to prevent further inappropriate therapy. Boston scientific technical services was also contacted for discussion and concurred with the physician's programming. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.